Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). After inserting a non-boston scientific (bsc) introducer sheath, the lesion was crossed using a non-bsc guidewire. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured and a pinhole was noted at the middle part. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient was in good condition post-procedure.